Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and thin leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip nt was prepared and inserted. However, while advancing the clip in the left atrium (la), the steerable guide catheter (sgc) moved in the right ventricle, causing a lacerated atrial septum. The sgc and the nt were removed from the patient and the procedure was discontinued. The procedure was completed with one clip implanted, reducing the mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement of the sgc appears to be due to the user technique of advancing the cds. The reported perforation was due to the reported unintended movement. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case specific circumstances as an atrial septal defect (asd) closure device was implanted and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating the patient was hospitalized.